Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced a door not fully latched message. Evaluation found this was caused by a loose upper link screw. The screw was adjusted during evaluation with the door performing as expected. The screws were replaced during the repair process.

Event description:
It was reported that a pump does not recognise when the door is closed. It was also reported there was no patient involvement.